Manufacturer narrative:
Device breakage questionnaire received on 25-aug-2015 from physician. The patient's initial was updated. Her weight was (B)(6) and height was (B)(6). Essure was inserted on (B)(6) 2015. It was reported that device breakage occurred during placement; implant broke (outer coil). Physician reported that coil was placed and upon release, coil and catheter were both expelled. Grasper was used to remove both coils from uterus with hysteroscopy. The broken pieces were retrieved from uterus. New devices were placed in both tubes immediately at time of original procedure. There was no deviation from the insertion procedure as described by the manufacturer and patient had no injury. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during placement upon release, coil and catheter were both expelled. The hcp retrieved the microinsert from uterine cavity with a grasper and that's when it broke apart. These events, seen as device deployment issue and device breakage respectively, are non-serious and listed in the reference safety information for essure. During difficult insertions or removals, single cases of device breakage and problems of deployment have been reported. In this case the events occurred associated to placement procedure, so causality is assessed as related to essure use. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. A product technical complaint (ptc) analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on 22-may-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number c26965, inserted on (B)(6) 2015. Health care professional reported that device did not canulate. Physician retrieved the micro-insert from uterine cavity with a grasper and that's when it broke apart. Breakage did not occur prior to using the grasper. Ptc investigation result was received on 03-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: as of 5/27/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c26965 (production date 27-feb-2014 and expiration date 28-feb-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product technical issue. In addition, the ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during placement the device did not canulate and hcp retrieved the microinsert from uterine cavity with a grasper and that's when it broke apart. These events, seen as device deployment issue and device breakage respectively, are non-serious and listed in the reference safety information for essure. During difficult insertions or removals, single cases of device breakage and problems of deployment have been reported. In this case the events occurred associated to placement procedure, so causality is assessed as related to essure use. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. A product technical complaint (ptc) analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.